Event description:
It was reported that the surgeon inserted the (B)(4) implantable collamer lens upside down and the lens was removed immediately without any patient injury. The reporter stated the incident was the result of the lens not being properly aligned in the injection system during loading.

Manufacturer narrative:
(B)(4). Evaluation: results: visual inspection of the returned lens showed the lens was returned dry, pieces of the haptics were missing and a dark surgical residue on the surface of the lens. (B)(4).